Event description:
The device was used during a colectomy (total). It was reported by the affiliate that the staples did not close. The surgeon had to use a new tct75 to complete the case. It was clarified that there was no consequence to open.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed the staples as designed across the entire staple line with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.